Event description:
It was reported on (B)(6) 2015 that the consumer had been using contact lenses since he was (B)(6) old, and had used these lenses only twice, and both times he had a ¿bad experience¿. The consumer¿s eyes were perfectly healthy in the morning when he went for his exam. He received these lenses as temporary lenses until he received his other brand of lenses. Later that day the consumer ¿tore his cornea¿ when removing the lens because it was dry. The hospital tested the lenses and the solution and said that at some point the lenses had been frozen and was defective because of being frozen. The consumer had to have surgery (unspecified) in the middle of the night on his eye. It is noted that the surgery was on the right eye (¿last time on the left¿ ¿ however it is unspecified when and what surgery was done on the left eye).additional information has been requested but not yet received.

Manufacturer narrative:
Lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2015-31683

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).